Event description:
It was reported that during a hysterectomy during the use of the device, the blade is locked and exposed. The device can no longer be used. Procedure was delayed due to the reported event. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2026 d4 batch #: unknown additional information was obtained: during the surgical procedure, when the device was operated, the clamp was locked, preventing its opening. Additionally, when activating the cutting mechanism, the blade was externalized and did not return to its position, becoming trapped between the jaws of the instrument. It should be noted that there was no adverse event or quasi-event, since the surgery was in the completion phase and no complications were generated for the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number c9en1u and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.